Event description:
Additional information received noted that the atrial lead noise were over sensed.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise. No interventions were performed. The patient was in stable condition.